Event description:
During transcath aortic valve replacement percutaneous approach, a sentinel cerebral protection device leaked at the pressure port. A new replacement device was used instead and so no impact to patient. The device was saved and was picked up by the boston sci representative for return to boston sci for inspection of device that failed.